Manufacturer narrative:
The lot number is not known so only the di information from the UDI is known. A DHR review is not possible because the lot number was not provided. The DHR review and trend analysis could not be performed due to lack of information. A causation between the hollister catheter usage and the end user's reported internal trauma could not be established.

Event description:
It was reported that an end user experienced internal trauma while using the hollister vapro plus pocket intermittent urinary catheter to catheterize her mitrofanoff continent urinary channel. It was further reported that the catheter was significantly stifferand less flexible, resulting in painful insertions and injuries that required emergency care. It was reported that the end user experienced multiple false passages, bleeding, internal trauma, and repeated visits and procedures at the (B)(6). It was reported that the end user needed to wear a foley bag for two months to allow time to heal. It was additionally reported that in the first or second week of june she had complete blockage and had to have a foley inserted to allow the false passages to heal. It was further reported that the end user is a long-term user of the original vapro plus pocket catheters and had no issues until the newer model was introduced.